Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that there was blood at site. The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced high blood glucose level. Customer blood glucose level was 414 mg/dl. Customer also stated that the insulin pump had insulin flow blocked alarm. Trouble shooting was performed; the issue was resolved by changing infusion set. High blood glucose level was treated with insulin pump. The device will not be returned for analysis.